Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation . A review of the instructions for use (IFU), manufactures instructions, and a clinical reference was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, given the repetitive stress on the metallic struts due to contraction at the ampulla of vater, as well as an abrupt change in forces as the stent extended out into the duodenum and the perpendicular direction of peristalsis experienced in the duodenum, the combination of these forces likely contributed to metal fatigue and eventual fracture. The time to fracture was variable, and in several of the cases where fracture was observed, these patients survived much longer than patients who did not experience a stent fracture. Due to the longer survival, this likely contributed to the increased risk of metal fatigue. The time of stent fracture in 3 of the 6 patients was almost as long, if not longer, than the minimal survival time of the non-stent fracture cohort. In addition, 2 of the 6 patients who experienced a fracture had multiple stents in place. The rigidity the original stent created, especially when this distal transition was adjacent to the ampulla, likely significantly contributed to the stresses placed on the second stent extending through this transition. The proximal, more fixed, portion of the stent, combined with the mobility and forces from the duodenum and ampulla, resulted in increased shear stress on the stent, contributing to the fracture. This is supported by the fact that the shortest time to fracture was seen in a multiple overlapping stent scenario. Moreover, there is no evidence to suggest that the user did not follow the instructions for use(IFU). Based on the information provided, the conclusion of this investigation is that fault cannot be traced to the device but lies with patient anatomy which likely contributed to metal fatigue and eventual fracture. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [hindawi_self expanding metallic stent_mbo.pdf]

Manufacturer narrative:
Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Hindawi, gastroenterology research and practice volume 2018, article ID 6527879, 10 pages, https://doi.org/10.1155/2018/6527879.

Event description:
A journal article was reviewed, "self-expanding metallic stent fracture in the treatment of malignant biliary obstruction" (mbo) which retrospectively assessed the clinical features of biliary stent fractures and evaluated associated factors in one hundred fifty-six patients. Six patients' events were chronicled in the article. This report discusses gradual fracture of a biliary stent in a 78-year-old woman with common bile duct obstruction secondary to carcinoma of the ampulla of vater. On an unknown date, abdominal-enhanced CT scan showed a mass located at the duodenal ampulla of vater. Percutaneous transhepatic cholangiogram of severe stricture of the distal common bile duct was shown, and a self expanding metal stent [sems (diameter, 8 mm; length, 60 mm; cook inc., bloomiington, in, united states)} was inserted to relieve the obstruction. Two-hundred forty-nine (249) days after sems insertion, percutaneous transhepatic cholangiography showed stent fracture located at the stricture position, from partial, filamentous connective to complete fracture, without the distal part of the stent. A new sems (diameter, 8 mm; length, 80 mm; cook inc., bloomington, in, united states) was inserted to relieve the reobstruction. The study concluded ¿stent fractures following mbo treatment constitute a relatively rare, long-term complication. Though there were no factors found to be significantly associated with semss fracture, a trend could be observed towards more fractures in multistent, transpapillary, and balloon dilation groups.¿ neither product nor lot number of the complaint device has been provided. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. Refer to medwatches with manufacturer report numbers as follows for the other cases: 1820334-2018-02500, 1820334-2018-02501, 1820334-2018-02502, 1820334-2018-02503, 1820334-2018-02504.